Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025, wherein one lead was replaced and the other lead broke during explant. A part of the broken lead was left implanted. Therapy was restored post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following a fall the patient experienced ineffective therapy. X-ray imaging revealed fracture of two leads. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.